Event description:
Boston scientific received information that the communicator had blinking lights and was smoking. The patient was having trouble with it. A boston scientific company representative confirmed that the cardiac rhythm management (crm) representative would ask the patient to call the patient support to describe the problem and give the patient¿s shipping address. The company representative provided the patient¿s address. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.